Manufacturer narrative:
(B)(4). Additional information provided by the cs attributed the central leak to over dilatation of the valve during deployment due to the larger than expected size of the patient¿s annulus. After the first valve embolized, the team decided to deploy the second valve with +1cc added. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause for the central ai appears to be over-dilation of the valve due to larger than expected annulus size (26mm sapien valve in a 25x28x 560-570 native annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards field clinical specialist, after deployment of a sapien valve, significant central regurgitation was noted, which led to deployment of another valve. During the transfemoral tavr procedure, the first 26mm sapien valve was placed in a 50:50 position; however, during deployment the pacer lost capture and the valve was deployed 100:0 aortic. Per report, wire position was maintained and the valve was moved into the descending aorta and deployed at the level of the diaphragm. A second 26mm sapien valve was positioned and deployed 50:50 within the annulus; however, this resulted in significant central regurgitation. A third 26mm sapien valve was prepped and deployed 50:50. A repeat echocardiogram showed mild paravalvular leak and trace central leak. The patient remained hemodynamically stable during the procedure and was extubated at the end. This report is for the second valve. Per report, the patient¿s aortic valve was moderately calcified, the aortic root was mildly calcified, the sinotubular junction (stj) measured 28mm, and the sinuses of valsalva (sov) measured 35mm. The patient did not have severe ventricular septal hypertrophy or mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during deployment of the second valve.

Manufacturer narrative:
Investigation is ongoing.